Event description:
Patient presented to the physician with a hematoma at the chest incision site that has drainage from the wound. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision and was infected. Physician brought the patient into the operating room and removed the entire inspire system.